Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed welts and a heat rash under the lifevest equipment. There was no alleged device malfunction contributing to the irritation. The patient reports that they are skin care specialist and used cortisone cream and a powder for the skin irritation. It is unclear if the patient is a medical professional. Reporting out of abundance of caution. Outcome of the irritation is unknown as follow up attempts were unsuccessful.